Event description:
It was reported at routine check up increased impedance was observed. Capture threshold and sensing had also declined. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.